Event description:
A complaint was receved from a customer that stated that the dex system is not working properly. Patient stated that the meter will not advance a reagent sensor and only the "middle digit" is partially showing. While on the phone a review of the system was attempted. The display issue was observed. A request was made to return the system for evaluation and in the meantime a replacement unit was provided.